Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired four times with no problem and on the fifth gold load there was no power when the surgeon went to fire. The device started to fire then stopped there was no cut line and no staple line. The surgeon took out the reload and reloaded then tried to fire however the same thing happened. Then the surgeon tried another load and the same thing happened again. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastroesophageal junction. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? 5th. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? Gore seam guard. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Just the motor ¿zip¿ then stopped. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one ple60a device was returned with no visual non-conformances and with seven cartridge reloads present. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Cartridge (b-c), ecr60d, j5jv99, fully fired. Cartridge (d, e, f), ecr60d, j5jw2p, fully fired. Cartridge (g, h), ecr45d, j5h558, unfired.